Event description:
Pt was found by staff nurse in bathroom with door locked. The pt refused to open door. Staff used key and entered. Pt was found slumped on floor with butter knife in hand and pca pump at side. Pt was diaphroetic; responded to verbal commands, but lethargic in movement. After moving pt. To bed, pca pump was inspected and tampering was noted on pump. 30 cc demerol left in pump with 25cc unaccounted for. Pt was given narcan, placed on telemetry and monitored closely. Pt showed nurse the next day how he had used the knife to give himself a bolus injection. Pt history included previous suicide attempt. The pump did alarm alerting the staff to check the pump.

Manufacturer narrative:
Evaluation: device was not returned for evaluation. User tampering caused this event. Info in section f. Completed by baxter. Evaluation of device returned was reviewed by engineering and confirmed the originally reported condition. Damage to this pump was further determined to be consistent with tampering.